Event description:
The customer reported to olympus during preparation for use, when the 4k camera head was inserted, no image appears, or the screen is black. When the camera head is pulled out, the test image is visible. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the cable unit was damaged with a pinch, water tightness was lost, the coating on the button was peeling off, the rear cover painting was peeling off and rear cover deformation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image did not display because communication failure occurred due to temporary water leakage from the pinhole on the cable. However, the specific root cause could not be determined at this time. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.